Event description:
Product evaluation is in process and the results will be submitted in a follow-up report. The customer stated that one patient sample generated a higher than expected result of 3.77 mmol/l for the architect cc calcium assay. The patient was administered pamidronate IV infusion (to treat high calcium) given with IV lasix to prevent fluid overload due to the high result and the same sample was retested with a lower and expected result of 2.54 mmol/l. The patient was redrawn after treatment and results of 2.30, 2.24 and 2.28 were generated.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.